Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017, the j tube and connectors were replaced. On (B)(6) 2019, during an outpatient procedure, the ulcerated area was discovered. The j tube was removed for six weeks to allow the ulcer to heal and the patient was treated with prilosec. The doctor removed the j-tube but left the peg tube in place. The patient's wife stated that the physician thought the ulcer was caused by the j-tube.